Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited a fracture, no capture, high impedance, poor sensing, and no sensing. The rv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.